Manufacturer narrative:
510 (k) # is k082590.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6), 2010 alleging that their one touch ping meter does not power on. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following information is based on the initial call. The patient mentioned that the meter would not power on, on the morning of (B)(6), 2010 at 8:00am. Approximately four hours later at around noon, the patient exhibited "low sugar levels" and was not feeling well. The patient self-treated himself with some sugar. The patient was not tested on another device and did not seek any further medical attention. There is conflicting information, because based on the initial call, it stated that the patient treated himself with sugar at 8:00am, on (B)(6), 2010; however, also states that he self-treated with sugar after the symptoms which was four hour after the alleged issue began. Patient had replaced the batteries and issue still persisted and the meter would not power on. The patient was using the correct test strips. This is not the first time the product is being used. Based on the initial call, the customer service verified that there was no misuse of the product. Issue was not resolved and the product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, when he treated himself and exact symptoms he experienced. The complaint is being reported since the patient alleged that due to the meter not powering on, he developed symptoms four hours later of "low sugar levels" and had to self-treat with sugar.